Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the charge circuit was inactive, along with alerts for charge circuit timeout and long charge time. The device was noted to be at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.